Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that, during the operation, the operating room nurses unpacked the suture package and discovered that the needle and suture thread were separated. A total of 40 pieces were produced one after the other within a week, with one sample remaining. There was no patient involvement.

Manufacturer narrative:
Analysis and results: there is one previous complaint of this code batch regarding the same issue closed as not confirmed. We manufactured and distributed in the market (B)(4) units, of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample for analysis. We have only received a picture showing an open sample with the needle detached from the thread. However, without closed and/or defective samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.